Manufacturer narrative:
It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 355 mg/dl while wearing the pod between 36 and 48 hours. The pod reportedly was coming loose from the infusion site (arm), causing the cannula to dislodge and the cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
Inspection of the device found no damage or defects that could contribute to the cannula dislodging. The cause of the reported event could not be conclusively determined. Inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data.